Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl to "high" and administered a bolus via the pump to address the issue. Cause of bg level was not known. Customer was admitted to the hospital with high ketones identified as life-threatening by a healthcare provider and treated with intravenous fluids of saline and insulin, and "dextrose". Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.